Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage keypad trace. The insulin pump was unable to perform the displacement test due to keypad anomaly. The insulin pump had scratched lcd window, cracked display window corners, battery tube threads cracked.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer reported that he received a button error alarm. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer stated that he treated the high blood glucose before the button error alarm occurred. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.